Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records could not be completed as no lot number was provided. Investigation could not be completed and no conclusion could be drawn as no device was rec'd for eval and no lot number or part number was provided.

Event description:
It was reported that a pt participated in a (B)(4) for restoring vertebral height following corpectomy/vertebrectomy of any single level from t1 to l5. Pt was implanted with a synex cage and an anterior thoracolumbar locking plate (atlp) for supplemental fixation. Postoperatively, the pt experienced infection/sepsis, requiring antibiotics to clear a urinary tract infection. This is report 3 of 8 for this event. This report is on the screw 1.